Event description:
Per the report received from germany, edwards received notification of pascal precision ace procedure in tricuspid position. 4 months after the index procedure, during control transesophageal echocardiography (tee) a single leaflet device attachment (slda) was detected. Patient had torrential secondary tricuspid regurgitation (tr). There were no anatomy or procedural complications and no device issues were reported during or post implantation. Two (2) ace devices were implanted. Immediately after the index procedure tr was moderate, once the slda of the 2nd ace was detected in a follow up tee, tr was severe. No reintervention or actions were taken and patient was in stable condition.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.